Event description:
Umbilical artery catheter inserted in pt at approx 02:00. Removed the same date at approx 14:25. Five days later, x-ray interpretation revealed approx 1 cm retained catheter tip. Catheter tip in portion of umbilical artery that will naturally form into ligamentous remnant, therefore low risk of embolism. Potential risk for infection, therefore tip will be removed under local anesthetic prior to pt's discharge.